Event description:
The facility reported a pump that needs a new battery for unknown reasons. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump needing new batteries for unknown reasons was confirmed. The device was evaluated at the customer's site on 01/08/2007. Inspection of the device found failure code 570 in the pump's event history. This failure code was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.